Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of sense b noise resulting in an inappropriate shock. The s-ICD was tested in clinic, however the noise was unable to be reproduced. The device was reprogrammed to the secondary vector to mitigate further oversensing. This device system remains in service. No adverse patient effects were reported.